Manufacturer narrative:
The scratch in the liner was observed on the outer radius of the curve, which means that the most likely cause of the scratch was the passing of a tool with a sharp tip on it through the ewc. However, as no tools were mentioned or returned for evaluation, the root cause cannot be determined. However, the reported behavior is consistent with a known issue in which an internal corrective action was initiated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a string came out of the lumen of the catheter. There was no patient injury.